Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of redp3267 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported to ms&s, "patient who is a nurse as well states she has powerpicc solo 1194108d4, inserted in her arm. She states there are many air bubbles noted in the extension leg of the powerpicc solo with aspiration and flushing. States that being a nurse she knows to pull back on the PICC and aspirate. She states she does have a blood return present with aspiration. She states that there is air present after flushing but there is no resistance, leaking, pain or swelling. She states that "just proximal to the round disk there is an tan, indention area the size of a pin head observed." She states she did notice the area when the powerpicc solo was placed. She states that she has concerns about the home health nurses knowledge concerning the powerpicc solo." Ms&s "informed to contact her home health company and physician concerning the powerpicc solo air bubbles in line so the PICC can be evaluated. "